Event description:
Caller reported that a malfunction occurred on the pump without any notable events beforehand. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.